Manufacturer narrative:
(B)(4). Returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 guidewire inside of the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. There was no damage on the outer shafts. There was a .035 guidewire in the lumen of the device that was protruding out from the tip approximately 8cm and protruding from the proximal end approximately 94cm. The stent was not returned. The guidewire was removed from the device with no restriction. The stuck wire was not confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported the device became stuck on the wire. A 6 x 60 x 130 innova¿ was selected for use in the superficial femoral artery. The stent was deployed and delivered properly, but upon removal of the stent delivery system (sds), the sds became stuck on the non-bsc wire. There were no patient complications and the patient condition was good after the event.